Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had 15 second delay when pressing the button on the pump. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer states that there was delay in the response from the device when pressing the buttons. Customer stated all buttons were responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.